Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gbku, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's therapy was not working since implant. Patient started on program 4, but therapy was not working so they changed to program 1 which also did not work. Patient then changed to program 2 and lost all bowel control. The day of the report, the patient tried to change to program 3 but could not get stimulation to increase, and felt their left leg shaking at 0.5v. Patient noted that they thought their leads had changed because on program 4 they felt stimulation tingling their left leg. They mentioned as they increased stimulation on program 4 they felt stimulation in the vaginal area. Patient was assisted in turning stimulation on and felt stimulation in the vaginal area. No further complications were reported.